Event description:
It was reported that during a cataract procedure, there was low vacuum and also staff noticed a leak on the tubing. Due to broken capsule, an anterior vitrectomy was performed. Customer was not sure if this was due to the low vacuum issue. Iol was placed in the sulcus and pt did not require sutures. The clinic indicated complete pt recovery is expected.

Manufacturer narrative:
Inspection and analysis of the unit was completed by a field svc engineer. A preventative maintenance was performed. Engineer checked all connections and all pcb's (printed circuit boards) were seated correctly. The unit passed all functional checkouts and meets amo specifications. Info and disposition of tubing not available at this time. If additional info is provided, a supplemental report will be submitted to the FDA.